Event description:
The patient presented in the emergency room following ineffective high voltage therapy and pacemaker mediated tachycardia. Patient arrhythmia was terminated with medications. Furthermore, the device was reprogrammed. The patient was stable, however, had an extended hospitalization. An ablation was performed and the patient was released in stable condition.